Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. Device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. The customer did not recall any significant events leading to the alarm. Blood glucose value was 123 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.